Manufacturer narrative:
The event is being recorded under (B)(4). The device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the device was found with a repair tag in decontamination for taking uneven grafts during a procedure. It is unknown if there was patient impact. Diligence is complete as no additional information was noted.